Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11075. The patient reported, she had some warmth within the ipg pocket site while charging. The patient reported, she already used the antenna pouch, but was advised to charge more frequently and for less amounts of time. In addition, it was reported, she felt jolting sensations at her pocket site, and around her body. The sensation occurs at the ipg pocket site when she turns the ipg on or off. Follow up identified the patient was to schedule an appointment with her physician regarding the issues.

Manufacturer narrative:
Correction: 1627487-07262012-002-r; correction: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.